Manufacturer narrative:
(B)(4). Investigation results revealed the lens had one distorted haptic and appears to have evidence of viscoelastic. Placeholder.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) whereby there was a loading error resulting in a broken haptic. An incision enlargement was made to remove and replace the lens of same diopter power within the same procedure. It was stated that there was no adverse event caused by the lens. No additional information was provided.